Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
During the medpor packaging aging remediation (pretest) in the test lab in freiburg, an orbital floor plate showed inhomogen medpor layering.

Manufacturer narrative:
The complained implant was provided but the complained event could not be confirmed. The investigation of the supplier shows that quality control inspector verified and determined this would not be a reject. Reject would be likely only if the area was larger and/or if located on barrier side. Indications for material or manufacturing related problems were not found during investigation. Based on the statistical evaluation no indication was found for any device related issue.

Event description:
During the medpor packaging aging remediation (pretest) in the testlab in (B)(6), an orbital floor plate showed inhomogen medpor layering.